Manufacturer narrative:
Device remains implanted in the patient therefore it is not available for inspections. The lot number was not provided therefore a device history record review could not be completed. This is being reported due to unconfirmed allergic reaction in the patient.

Event description:
It was reported the patient underwent a knee procedure in 2019. Subsequently, the patient has been experiencing pain with concerns of an allergic reaction. Patient also states she does not feel the bone has ever healed. Original surgery was needed due to a broken leg at which time a rod was implanted.